Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. Data was received but not investigated as data will not confirm the issue. The product was evaluated. An external visual inspection was performed and no damage found due to sensor wire is still attached to sensor pod. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.